Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that these right ventricular (rv) and right atrial (ra) leads exhibited progressively decreasing intrinsic sensing amplitude and pace impedance measurements following implant. Increased/high pacing thresholds were also observed on both leads. A revision procedure was performed at which time both leads were explanted and replaced. No adverse patient effects were reported.